Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had its minute ventilation (mv) sensor disabled. Technical services (ts) was consulted and reviewed stored data. There was an isolated occurrence of noisy signals that were oversensed and marked as atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt), indicative of mv chop. The patient underwent a venogram on the date this event was recorded, which matches the noisy signals observed and so electromagnetic interference (emi) is suspected. Ts discussed the patient could be brought into the clinic to re-enable the mv sensor. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had its minute ventilation (mv) sensor disabled. Technical services (ts) was consulted and reviewed stored data. There was an isolated occurrence of noisy signals that were oversensed and marked as atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt), indicative of mv chop. The patient underwent a venogram on the date this event was recorded, which matches the noisy signals observed and so electromagnetic interference (emi) is suspected. Ts discussed the patient could be brought into the clinic to re-enable the mv sensor. This device remains in service. No adverse patient effects were reported.